Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- chronic, pelvic/pain') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain- chronic, abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2011(pfs). Patient had received treatment for pain - dysmenorrhea (cramping),chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New event added: abnormal bleeding (vaginal). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- chronic, pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain- chronic, abdominal") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2011(pfs). Patient had received treatment for pain -dysmenorrhea (cramping),chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain -dysmenorrhea (cramping),chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and gen. Abnorm. Bleed. Reporter information, product indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.